Event description:
Customer reported via phone call that their sensor readings are off. The blood glucose reading is 400 mg/dl.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings. Also, found the cannula bent. Unable to confirm that the customer received the sensor in said condition as the product was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.